Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:analysis of the returned device identified: underweight, brown particles in the shell, crease fold and broken on anterior. A visual and microscopic analysis was performed which identified crease smooth broken on anterior, wear abrasion and missing shell on anterior (0-25%). Base on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side removal due to the patient¿s concern with the product and rupture. Device has been explanted.